Manufacturer narrative:
The severed portion of the lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
A severed portion of the is-1 lead terminal pin was received at our (B)(4) laboratory and analyzed. The lead segment was still in the device header, but was able to be removed without difficulty during analysis. Deformed conductor coils were noted approximately 2 cm from the terminal pin. Analysis also observed the sealing rings and insulation of the is-1 terminal pin were lifted up slightly. Resistance tests were completed to assess the lead segment electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. The lifted seal rings and deformed coils are not likely to have contributed to the reported observation.

Event description:
Boston scientific received information that, during a device replacement procedure, the set screws of the related device were fully retracted. However, the is-1 terminal pin of this right ventricular lead could not be removed from the header. The lead had to be cut in order to complete the procedure. The lead was partially abandoned. No adverse patient effects were reported.